Event description:
The customer questioned six (6) ise (ion selective electrode) patient results for sodium (na), chloride (cl), and carbon dioxide (co2) due to low anion gaps involving the unicel dxc 600i synchron access clinical system the erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and found that the ion selective electrode (ise) flowcell acrylic assembly was cracked and the carbon bridge malfunctioned. The fse replaced the ise flowcell assembly and carbon bridge to resolve the issue. The fse performed system verification successfully. No further issues were noted. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is used for the carbon bridge. The beckman coulter identifier is (B)(4).